Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed oversensing noise on the right ventricular (rv) lead resulting in pacing inhibition. No changes or interventions were reported. The patient condition was not known.

Event description:
Additional information received notes that the right ventricular lead was capped on (B)(6) 2025. The patient was stable throughout.